Event description:
It was reported that the programmer booted up with a system error. The power was recycled but the error did not clear. The 2090 service diskette will be run to try to clear the error. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.